Event description:
On 02-dec-2025 the reporter reported that on 30-nov-2025 the user experienced hypoglycemia with blood glucose (bg) levels of approximately 30 mg/dl. The user presented to the hospital where the user was treated with IV dextrose and oral glucose and discharged (B)(6) 2025. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hypoglycemia after continued use of the ilet during hospitalization for a pre-existing cardiac condition while remaining connected to insulin therapy. This behavior can result in recurrent nocturnal hypoglycemia, particularly in the setting of late-night food intake, and is consistent with the observed low blood glucose requiring hospital treatment with IV dextrose and oral glucose. Engineering logs were not available at the time of review; however, no device malfunction was alleged, and available information supports a use-related cause. A follow-up MDR will be submitted if additional information becomes available or if inspection of a returned device indicates otherwise.